Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 595mg/dl. Troubleshooting was performed. It was stated that the customer was experiencing high glucose for the past two days. It was stated that when the customer's glucose level started to elevate, he started vomiting and having feelings of nausea. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. No further information was provided.